Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low heart rate, which was below the low rate setting approximately five weeks post implant.  The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.